Event description:
It was reported through the results of a clinical trial that three years, seven months, and thirty days post a stent placement in the right leg, the subject was allegedly discovered with restenosis of the proximal part of the stent through computed tomography angiogram. It was further reported that three years, eight months, and thirty days post a stent placement, the subject had an adverse event of instent restenosis. Reportedly, the outcome of the adverse event was not resolved. Evidently, the subject was expired within the same month due to different circumstances, and primary cause of death was not provided, and the relationship of death with the study device was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the cause of death was not related to the device. Hence, the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that three years, seven months, and thirty days post a stent placement in the right leg, the subject had an adverse event of instent restenosis. It was further reported that the adverse event relationship was possibly related to the study device and not related to the study procedure. Reportedly, the outcome of the adverse event was not resolved. It was further reported that the subject had an another adverse event of fatal decompensation of congestive heart failure with atrial fibrillation. Reportedly, the adverse event relationship was not related to the study device and study procedure. Eventually, the patient was expired due to ventricular fibrillation.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that three years, seven months, and thirty days post a stent placement in the right leg, the subject allegedly had an adverse event of instent restenosis. It was further reported that the adverse event relationship was possibly related to the study device and not related to the study procedure. Reportedly, the outcome of the adverse event was not resolved. It was further reported that the subject had an another adverse event of fatal decompensation of congestive heart failure with atrial fibrillation. Reportedly, the adverse event relationship was not related to the study device and study procedure. Eventually, the patient was expired due to ventricular fibrillation.